Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the product could not be forwarded to the treatment site. There was resistance during the procedure during delivery. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. The patient was undergoing surgery for treatment of ischemic stroke.

Manufacturer narrative:
H3: the solitaire fr4-4-40-10 stent device was returned for analysis. The catheter was not returned with the solitaire device. The solitaire fr4-4-40-10 stent finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damage was noted. The stent¿s working length struts were in good condition, while the non-working length struts appeared to be tangled. No irregularities were observed outside the proximal marker, and the marker coil was in good condition. No bends or kinks were found on the pusher wire. No other anomalies were observed. Based on the reported information and device analysis, the customer's "resistance during delivery/retrieval" report was confirmed, as the non-working length struts on the returned solitaire fr4-4-40-10 stent device were tangled. Possible resistance causes include vessel tortuosity, an incompatible/damaged catheter, the user does not maintain the correct flush rate, and a lack of continuous flush with saline/heparinized saline during delivery. However, the cause of the resistance could not be determined. Since the catheter was not returned, any contribution it made to the resistance failure could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.